Manufacturer narrative:
Based on new information received, the issue occurred during pre-use set up without delay to therapy. The tidal volume was too low, but the patient was still able to breathe oxygen normally. The manufacturer's product support engineer (pse) evaluated the device and confirmed reported issue. The pse thinks the gds module is broken, and advice to exchange the gds module. The customer connected to 3rd party vendor for the repair. Repair details were not provided. The device successfully passed performance specification testing after the repair was completed and was returned to service.

Manufacturer narrative:
Date of report: 02aug2021.

Event description:
The customer called into technical support (ts) reporting that the device is displaying tidal volume too low error. The device was in patient use at the time the reported issue was discovered; however, there was no harm to the patient or user.